Manufacturer narrative:
Results: the smart coil pusher assembly was bent approximately 99.0 cm from the proximal end of the pusher assembly. The embolization coil was advanced out the distal tip of the introducer sheath and embolization coil damage can be seen in multiple locations along its length. The embolization coil became stuck within the hub of a demonstration microcatheter. The embolization coil had multiple offset coils along its length. Conclusions: evaluation of the device revealed several offset coil winds along its length. The embolization coil was unable to be advanced into the demonstration microcatheter due to the offset coil winds bunching within the microcatheter hub. If the introducer sheath is not properly seated in the taper of the hub during advancement, damage such as this may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while attempting to advance a smart coil through another manufacturer¿s microcatheter, the physician experienced resistance. Consequently, the smart coil would not advance through the microcatheter once its pusher assembly reached the hub of the microcatheter; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.